Event description:
Communication with the patient¿s treating primary care physician showed that the patient was not seen by his office for the reported pain issue. He had only received indication of the patient¿s symptoms and communicated to the neurologist. He was not able to speak on the function of the vns and had no relevant information he attained from another party. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was being referred for vns explant surgery. The patient was reportedly playing volleyball and started to have a sharp stabbing pain in the neck incision area. This pain lasted for a few days and later subsided. No surgical intervention has occurred to date. No additional pertinent information has been received to date.